Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported by the account that the bdc was overinflated to 22 atmospheres (atms) when the balloon ruptured. It should be noted that the coronary dilatation catheters (cdc), nc traveler, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the nc traveler device is 18 atm; therefore, rbp was exceeded. It could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was heavily calcified. The 2.50 x 08mm nc traveler balloon dilatation catheter was advanced to the lesion without issue and inflated to 22 atmospheres, but ruptured. The device was removed without issue. As no vessel damage was confirmed by ivus, the stent was implanted to complete the procedure. There was no adverse patient effect. There was no report of clinically significant delay in the procedure. No additional information was provided.